Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 43 mg/dl. The customer was treated with glucose tablets and also a piece of a bagel. The customer was offered to check the insulin pump but she declined indicating she felt comfortable with the insulin pump. The customer was advised to call right when the issue are happening and we will place the report for these issues and she will receive follow ups.